Event description:
The user facility reported that their vividimage surgical monitor was flickering. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage surgical monitor and found that the power supply needed replaced. The technician replaced the power supply, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.